Manufacturer narrative:
Physio-control talked with the customer, a biomedical engineer, who stated that the device was repeatedly tested and they were unable to duplicate the reported issue. They observed proper device operation and the device was returned back to service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the device failed to deliver defibrillation therapy. The therapy cable was connected to electrodes (brand unknown) and was able to work on a back-up device. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.